Event description:
On 05/16/2023, it was reported by a facility representative via sems that an ar-6480 pump is not keeping the joint clear during procedures and is saying the incorrect pressure reading. This was discovered during a case with no patient effect.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure is the wear and tear damage incurred over repeated usage; however, due to the device not being returned, we are unable to confirm the reported event.